Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the intermittent loss of the spo2 measurement. According to the nurse, no inop or error message was displayed on the screen. The device was in use monitoring a patient at the time of the reported issue. No death or patient injury or harm was reported.